Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the original complaint could not be duplicated or confirmed. There was no damage to the keypad and all of the buttons functioned appropriately. The keypad was removed and there was no contamination under the button contacts noted. The pump was opened and no moisture was found internally.